Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2014-95376

Event description:
It was reported the customer had a no delivery alarm on the insulin pump. It was found that the customer was using expired infusion sets and reservoirs. Customer was advised not to use the expired supplies because it does cause occlusions. Customer will be sent some in date supplies so that the insulin pump can be tested for the no delivery alarms. No additional information provided.